Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During surgery, the surgeon used the tibial alignment guide. The surgeon tried to assemble the alignment guide on the patient bone. When the surgeon hit fix pin with a hammer, the head of pin broke. The surgeon removed the broken pin from the patient.

Manufacturer narrative:
A review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for the lot referenced. A material analysis has been performed. The report concluded: "the device fractured due to multiple overload events. Eds was performed on the pin head was consistent with 455 ph stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined." The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument. A CAPA was initiated in 2003 to address the failure of the pin heads during impaction and extraction. An ecn was implemented on (B)(6) 2006 and modified the design of the device to remove the heads of the captive pins. The subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, the surgeon used the tibial alignment guide. The surgeon tried to assemble the alignment guide on the patient bone. When the surgeon hit fix pin with a hammer, the head of pin broke. The surgeon removed the broken pin from the patient.